Manufacturer narrative:
Patient information was unavailable. The site had found that this issue was being caused by the imaging system needing to be calibrated. The site completed the rad/gain calibrations which resolved the issue.

Event description:
A medtronic representative reported that the images from the imaging system were darker than normal. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.